Event description:
It was reported that the device and leads were explanted and replaced due to infection. Patient was fine after procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.